Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2012 and mesh was used. The patient developed a recurrent hernia on an unknown date. A second procedure was performed on (B)(6) 2012 and the surgeon found that the mesh had slipped out of position and was partially grown together with the tissue. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04685. The same patient is represented in each medwatch.